Manufacturer narrative:
Investigation summary: a complaint of a tubing set being kinked after opening was received from the customer. A photo was provided to aid in the investigation of this defect. Through observation, the kink was unable to be seen on the set. The customer complaint could not be verified. A device history record review for model 2426-0500 lot number 21043191 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing kinked and was pinched to release it, but another kink formed further up the line. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the tubing reported today was a similar issue, which resolved when the nurse pinched the kink to release, but then noted that there was a kink further up in the tubing above the tubing-but I was not told whether it was above or below the y-site. This kink remained and the tubing unusable."